Event description:
The customer received a reading of "hi" on their freestyle freedom lite meter; therefore, took extra insulin. The customer then experienced "low blood sugar", a loss of consciousness and a seizure. The paramedics were called and treated the customer with a glucose shot. The customer was transported to a health care facility where they were diagnosed with severe hypoglycemia and given unknown treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.